Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. A 6fr non-bsc guiding catheter was engaged to the left main (lm) artery and check shoot was performed which revealed a >80% stenosed, de novo target lesion located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.5x15mm non-compliant balloon catheter, a 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The device was removed from the patient's body and it was noted that the proximal stent struts got flared up. Pre-dilatations were repeated with the 2.5x15mm non-compliant balloon catheter and another 2.75x12mm non-compliant balloon catheter. Another drug-eluting stent was then deployed across the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.5x28mm stent delivery system (sds) was returned for analysis. A visual examination found the stent moved distally on the balloon. As a result, the proximal edge of the stent was positioned 15mm distal to the distal edge of the proximal markerband. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The stent was damaged with struts at the distal end bunched, distorted and pulled distally on the bumper tip. Struts on the proximal side are slightly flared and overlapping. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found the tip was damaged. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. A 6fr non-bsc guiding catheter was engaged to the left main (lm) artery and check shoot was performed which revealed a >80% stenosed, de novo target lesion located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.5x15mm non-compliant balloon catheter, a 3.50x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The device was removed from the patient's body and it was noted that the proximal stent struts got flared up. Pre-dilatations were repeated with the 2.5x15mm non-compliant balloon catheter and another 2.75x12mm non-compliant balloon catheter. Another drug-eluting stent was then deployed across the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.